Event description:
Device 2 of 2. Reference MFR report#1627487-2019-02883. It was reported that the implanted leads migrated (confirmed on x rays) and patient reported discomfort. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were repositioned back to their original place. Reportedly, therapy was restored post-operatively.